Event description:
It was reported that the pt experienced uncomfortable sensations followed by loss of lock. The pt was seen at the center for device eval. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's ci device is to be scheduled.